Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported that the device detached prematurely and was issued a replacement. Due to a delivery issue, the customer did not have a device to monitor glucose and experienced symptoms of low sugar, and had contact with a healthcare professional who administered an unspecified serum for treatment. There as no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.